Manufacturer narrative:
It was originally reported by the customer that the device would not be returning. However, we later received 5 devices in the same shipment which were associated with the following five reports: 1820334-2017-02751, 1820334-2017-02752, 1820334-2017-02753, 1820334-2018-03001. Because the customer declined to provide information which linked any specific device with any specific incident, the devices were all investigated together and will be associated with all of the above reports. Please reference these additional reports for further information. Investigation ¿ evaluation: a review of the dimensional verification, complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the 5 returned devices were conducted during the investigation. The visual inspection of the returned devices confirmed the reported conditions. Balloon catheter 1 was separated into two segments, and the separation was located at the proximal balloon bond. The balloon was separated radially. Accordion damage was also present on the distal balloon segment. The wire checker was not able to be advanced through balloon catheter 1 due to biologic material being present. The catheter portion of balloon catheter 2 appeared to be in an undamaged state. However, the balloon ruptured radially and longitudinally. The wire checker was able to be advanced through the catheter. The distal end of balloon catheter 3 was separated at the balloon site, and was not present in the returned sample. The balloon was ruptured radially, and the wire checker did not advance through the catheter. Balloon catheter 4 was separated at the balloon site, and the distal end was not present. The balloon ruptured radially. And the wire checker was able to advance through the catheter. Lastly, balloon catheter 5 appeared to have ruptured radially. The wire checker was able to advance through the catheter. None of the returned balloons could be inflated due to rupture; therefore, only approximate measurements of balloon length could be obtained. The examination of the returned devices does not change the conclusion of the previous investigation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the products were not made to specifications. The lot numbers of the devices are not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used in an unspecified procedure. It was reported that the balloon ruptured circumferentially. The physician stated, pieces of the balloon were left inside the vessel during removal of the device. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
Investigation evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, quality control, and inspection of unused product was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. One new sealed pta5-35-80-8-4.0, advance 35 lp low profile balloon catheter from lot 8131477 was obtained as a representative device. Device was inflated to 11 atm, with no leakage is present. Also, visual inspection showed no device abnormalities. The patient¿s outcome was requested and several attempts have been made to acquire additional information regarding this product event. No information was provided regarding if remnants were eventually removed or left in the body. Also, no information regarding human anatomical characteristics that may have contributed to the balloon rupture. Per the IFU [ t_35l_rev3], "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage.¿ based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.